Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2014, the pt underwent a trail procedure. Post-op, the pt received inadequate coverage and stimulation in the unintended area. Reprogramming was attempted the following day to no avail. As a result, the doctor relocated the lead. The date the lead was relocated is unk. Relocated the lead resolved the pt's issue.